Event description:
Platinum tip broke off fiber.

Manufacturer narrative:
Additional information per email received states: "platinum tip came off the fiber; it happened while the doctor was cleaning the device. Evaluation: it is possible that the clinician may have mishandled the device during the cleaning. The IFU warns, "exercise care in handling of the vari-lase platinum bright tip laser fiber during a procedure to reduce the possibility of accidental breakage, bending or kinking. However, there is not enough evidence to confidently support this cause. There was no returned product to complete an evaluation. A record review was completed to rule out any manufacturing related nonconformances. The most likely root cause of this failure is damage during use.